Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083978) that a female patient of unknown age who underwent an unspecified breast implantation procedure with an unspecified mentor saline breast prosthesis, experienced deflation on an unspecified side. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor gel implants on (B)(6) 2015.